Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2022 the physician first used a resectoscope to treat the uterine cavity then attempted to perform an ablation using a novasure device. The device had cavity initial assessment failure and was exchanged for a second device , between the use of devices the physician performed a hysteroscopy to review for possible perforations and did not find any. The physician at this point performed a dilation and curettage. A second novasure device was opened and attempted to ablate. Ablation started for 3-5 seconds and a vacuum alarm occurred. At this point the physician performed a hysteroscopy and observed a uterine perforation. The procedure was aborted. The physician performed a laparoscopy and observed small thermal burn on the small intestines and a surgeon was called in to perform stiches on the area. The small intestines had small burn but not a perforation. No other information is available.